Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while attempting to rewind and prime the insulin pump. Customer's blood glucose level was not reported. The customer attempted to fill the tubing but received a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window.